Manufacturer narrative:
Upon investigation, there was no evidence that the event was related to a device defect. Utmd and its independent expert clinical advisors believes this user malfunction is not likely to result in a serious injury or other significant adverse event consequence if it were to recur. Conclusions/results: product not returned for evaluation.

Event description:
Uac (umbilical artery catheter) was placed in the infant. Insignificant bleeding continued from around uac of unknown origin. There was no air seen in uac, and placement was a little high. When the rn was pulling back line, line snapped in half. The nurse had control of both ends of the line at all times, and the line was removed routinely from the baby. The umbilical artery was clamped. There was no patient impact.